Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, while aspirating the faradrive steerable sheath, the sheath continuously aspirated blood with air bubbles. It was also observed that the farawave pulsed field ablation catheter had a broken flushing port. Subsequently, the sheath and catheter were replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath and catheter are expected to return for analysis.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Upon receipt at our post market quality assurance laboratory visual inspection was performed and no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection of the hemostatic valves did not find any defects or abnormalities linked to a potential contribution to the allegation.

Event description:
It was reported that during a procedure to treat atrial fibrillation, while aspirating the faradrive steerable sheath, the sheath continuously aspirated blood with air bubbles. It was also observed that the farawave pulsed field ablation catheter had a broken flushing port. Subsequently, the sheath and catheter were replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath has been received at boston scientific post market laboratory. It was further reported that air was seen during aspiration phase. No abnormalities were noted during preparation. The devices inside the sheath at or prior to the time of the event were farawave catheter with guidewire. The irrigation method was pump, coolpoint, 17ml/min. The reported air bubbles were observed in faradrive flushing line. No air was seen in the patient. The guidewire was positioned fully inside the catheter but close to the end of the catheter. No damage noted in the flush port. The evet occurred during the first attempt of flushing the catheter. Leakage was observed before notice of the damage.